Event description:
On 9/27/24 an ilet user's mother reported the user experienced a high blood glucose event resulting in hospitalization. The event occurred on (B)(6) 2024. The user's mother reported that the user was hospitalized for surgery on (B)(6) 2024. The surgery went well, but later that day, the user was taken by ambulance to the ER due to vomiting and high blood glucose (bg) levels. The user had been disconnected from the ilet system for several hours during and after surgery, leading to elevated bg levels upon returning home. The user was admitted to the hospital, requiring a magnesium drip for magnesium wasting. Their highest recorded bg level was 380 mg/dl, and trace ketones were present, though they did not follow their ketone action plan. The user experienced symptoms of vomiting and dizziness.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. An excessive amount of alert 65 was found in the device logs. Given that this alert is related to the device speaker, it is possible the user was not able to hear the device alerts. There is no evidence of any other device malfunction thought to be related to this event was found in the engineering logs. Device data confirmed hyperglycemia during the reported event period. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely due the reported prolonged disconnection from the ilet. The event may also have been due to a failed infusion set or some other failure along the fluid pathway resulting in insufficient insulin delivery.